Event description:
On (B)(6) 2011, patient reported the up button on the infusion device does not function correctly. This was first noticed one month ago when the infusion device did not respond after the button was pressed. Patient reported the up button made a "weird" sound when it was pressed and that her dog chewed on the buttons and the protective rubber is peeling off. Patient has used this infusion device for over four years and boluses 3-6 times per day. The up button pops up after it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue.